Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to improper endoprosthesis component placement, endoprosthesis migration, and persistent false lumen flow. Per IFU, key anatomic elements that may affect successful treatment of the lesion include severe neck angulation at the arterial implantation sites. Additionally, considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2013, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a chronic type-b thoracic aortic dissection. According to the report, the distal gore® tag® device (tgu343420j/11549160) moved proximally about 5mm during deployment. Additionally, intra-procedural imaging reportedly revealed what was thought to be a moderate distal type I endoleak. However, no further treatment was rendered and the procedure was completed. The patient tolerated the procedure. On an unknown date, a follow-up examination reportedly showed proximal migration of the distal endoprosthesis (distance unknown), and a reported stent-graft induced new entry (sine). It was reported that the migration was caused by the aortic remodeling. Further, angulation of the aorta (degree of angulation not available) also reportedly contributed to the proximal migration and resulted in sine. On (B)(6) 2018, the patient underwent artificial blood vessel replacement of the abdominal aorta, and bypass of the superior mesenteric artery and left renal artery. There is no information indicating this surgical procedure was related to the migration of the gore® tag® device and ensuing sine. On (B)(6) 2018, a re-intervention procedure was performed whereby two additional conformable gore® tag® thoracic endoprostheses were placed to treat the device migration and sine. The procedure was reportedly completed without endoleaks. The patient tolerated the procedure.